Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and bipolar disorder ("bipolar depression") in a 39-year-old female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed that the essure device was not successfully occluded" on (B)(6) 2014. The patient's past medical history included generalised anxiety disorder. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2015, oxycodone since (B)(6) 2015 and sertraline (zoloft) since (B)(6) 2010. In (B)(6) 2010, the patient experienced depression ("clinical depression"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the second episode of dyspareunia ("dyspareunia"), irritable bowel syndrome ("ibs"), weight increased ("weight gain"), back pain ("lower back pain") and neck pain ("neck pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the bipolar disorder, menstrual disorder, the last episode of dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, irritable bowel syndrome, vaginal infection, migraine, headache, depression, vaginal discharge, weight increased, back pain and neck pain outcome was unknown. The reporter considered back pain, bipolar disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, neck pain, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded left fallopian tube on (B)(6) 2014 patient had pathologic diagnosis showed: 1. "Left fallopian tube cornual resection + essure", consists of a 6.5 cm length, 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan, soft tissue measuring 1.5 x 1.4 x 1.2 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent lumen and an intact metal coil occupying 2cm of the proximal lumen of the tube and measuring 0.2 cm in diameter. 2. ¿right fallopian tube cornual resection + essure" consists of an 6.3 cm in length and 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan soft tissue measuring 1.8 x 1.5 x 1.1 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent and an intact metal coil occupying 2 cm of the proximal lumen at the tube and measuring 0.2 cm in diameter (B)(6) 2014 ¿ hysterosalpingogram - normal endometrial cavity. Persistent patency of right fallopian tube with adjacent insert. Occluded left fallopian tube. (Per mr). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pain, dysmenorrhea, back pain, headache, migraine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added,lot no added, lab data added,event added as :- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition: ibs, infection (bladder/ urinary tract/vaginal): vaginal, migraines / headaches, pain, psychological or psychiatric problems: bipolar/clinical depression, vaginal discharge, weight gain, neck pain, back pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and bipolar disorder ("bipolar depression") in a 39-year-old female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed that the essure device was not successfully occluded" on (B)(6) 2014. The patient's past medical history included generalised anxiety disorder. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2015, oxycodone since (B)(6) 2015 and sertraline (zoloft) since 2010. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the second episode of dyspareunia ("dyspareunia"), irritable bowel syndrome ("ibs"), depression ("clinical depression"), weight increased ("weight gain"), back pain ("lower back pain") and neck pain ("neck pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the bipolar disorder, menstrual disorder, the last episode of dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, irritable bowel syndrome, vaginal infection, migraine, headache, depression, vaginal discharge, weight increased, back pain and neck pain outcome was unknown. The reporter considered back pain, bipolar disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, neck pain, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded left fallopian tube . On (B)(6) 2014 patient had pathologic diagnosis showed: 1. "Left fallopian tube cornual resection + essure", consists of a 6.5 cm length, 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan, soft tissue measuring 1.5 x 1.4 x 1.2 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent lumen and an intact metal coil occupying 2cm of the proximal lumen of the tube and measuring 0.2 cm in diameter. 2. ¿right fallopian tube cornual resection + essure" consists of an 6.3 cm in length and 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan soft tissue measuring 1.8 x 1.5 x 1.1 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent and an intact metal coil occupying 2 cm of the proximal lumen at the tube and measuring 0.2 cm in diameter (B)(6) 2014 ¿ hysterosalpingogram - normal endometrial cavity. Persistent patency of right fallopian tube with adjacent insert. Occluded left fallopian tube. (Per mr) . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pain, dysmenorrhea, back pain, headache, migraine . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and bipolar disorder ("bipolar depression") in a 39-year-old female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed that the essure device was not successfully occluded" on (B)(6) 2014. The patient's past medical history included generalised anxiety disorder. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2015, oxycodone since (B)(6) 2015, prednisone since (B)(6) 2017 and sertraline (zoloft) since 2010. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced rash ("rashes"), pruritus ("itching"), pain ("sores") and hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the second episode of dyspareunia ("dyspareunia"), irritable bowel syndrome ("ibs"), depression ("clinical depression"), weight increased ("weight gain"), back pain ("lower back pain"), neck pain ("neck pain") and insomnia ("insomnia"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the bipolar disorder, menstrual disorder, the last episode of dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, irritable bowel syndrome, vaginal infection, migraine, headache, depression, vaginal discharge, weight increased, back pain, neck pain, mood swings, abdominal distension, alopecia, insomnia, rash, pruritus, pain and hypersensitivity outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, bipolar disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hypersensitivity, insomnia, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, neck pain, pain, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded left fallopian tube on (B)(6) 2014 patient had pathologic diagnosis showed: 1. "Left fallopian tube cornual resection + essure", consists of a 6.5 cm length, 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan, soft tissue measuring 1.5 x 1.4 x 1.2 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent lumen and an intact metal coil occupying 2cm of the proximal lumen of the tube and measuring 0.2 cm in diameter. 2. ¿right fallopian tube cornual resection + essure" consists of an 6.3 cm in length and 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan soft tissue measuring 1.8 x 1.5 x 1.1 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent and an intact metal coil occupying 2 cm of the proximal lumen at the tube and measuring 0.2 cm in diameter (B)(6) 2014 ¿ hysterosalpingogram - normal endometrial cavity. Persistent patency of right fallopian tube with adjacent insert. Occluded left fallopian tube. (Per mr) concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pain, dysmenorrhea, back pain, headache, migraine quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received: events allergic or hypersensitivity reaction ( type: rashes, itching, sores) ,hormonal changes describe: mood swings, psychological or psychiatric problems condition: bipolar/clinical depression/insomnia, gastrointestinal or digestive system condition type: bloating, hair loss) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed that the essure device was not successfully occluded" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was not successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and bipolar disorder ('bipolar depression') in a 39-year-old female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed that the essure device was not successfully occluded" on (B)(6) 2014. The patient's medical history included generalised anxiety disorder. On (B)(6) 2014 patient had pathologic diagnosis showed: 1. "Left fallopian tube cornual resection + essure", consists of a 6.5 cm length, 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan, soft tissue measuring 1.5 x 1.4 x 1.2 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent lumen and an intact metal coil occupying 2cm of the proximal lumen of the tube and measuring 0.2 cm in diameter. 2. ¿right fallopian tube cornual resection + essure" consists of an 6.3 cm in length and 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan soft tissue measuring 1.8 x 1.5 x 1.1 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent and an intact metal coil occupying 2 cm of the proximal lumen at the tube and measuring 0.2 cm in diameter (B)(6) 2014 ¿ hysterosalpingogram - normal endometrial cavity. Persistent patency of right fallopian tube with adjacent insert. Occluded left fallopian tube. (Per mr). Concomitant products included since (B)(6) 2015, oxycodone since (B)(6) 2015, prednisone since (B)(6) 2017 and sertraline hydrochloride (zoloft) since 2010. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced rash ("rashes"), pruritus ("itching"), pain ("sores") and hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), painful intercourse ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), irritable bowel syndrome ("ibs"), major depression ("clinical depression"), back pain ("lower back pain"), neck pain ("neck pain") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge and alopecia had resolved, the bipolar disorder, menstrual disorder, dyspareunia, female sexual dysfunction, dysmenorrhoea, fatigue, irritable bowel syndrome, migraine, headache, major depression, weight increased, back pain, neck pain, mood swings, abdominal distension, insomnia, rash, pruritus, pain and hypersensitivity outcome was unknown and the painful intercourse was resolving. The reporter considered abdominal distension, alopecia, back pain, bipolar disorder, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hypersensitivity, insomnia, irritable bowel syndrome, major depression, menorrhagia, menstrual disorder, migraine, mood swings, neck pain, pain, painful intercourse, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and dyspareunia to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problrms, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 02-jun-2014: results: occluded left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and bipolar disorder ('bipolar depression') in a 39-year-old female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed that the essure device was not successfully occluded" on (B)(6) 2014. The patient's medical history included generalised anxiety disorder. On (B)(6) 2014 patient had pathologic diagnosis showed: 1. "Left fallopian tube cornual resection + essure", consists of a 6.5 cm length, 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan, soft tissue measuring 1.5 x 1.4 x 1.2 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent lumen and an intact metal coil occupying 2cm of the proximal lumen of the tube and measuring 0.2 cm in diameter. 2. ¿right fallopian tube cornual resection + essure" consists of an 6.3 cm in length and 0.4 cm in diameter segment of fimbriated fallopian tube with attached tan soft tissue measuring 1.8 x 1.5 x 1.1 cm. The serosal surface is purple pink, smooth, and glistening. Serial sectioning reveals a pinpoint patent and an intact metal coil occupying 2 cm of the proximal lumen at the tube and measuring 0.2 cm in diameter (B)(6) 2014 ¿ hysterosalpingogram - normal endometrial cavity. Persistent patency of right fallopian tube with adjacent insert. Occluded left fallopian tube. (Per mr). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2015, oxycodone since (B)(6) 2015, prednisone since (B)(6) 2017 and sertraline hydrochloride (zoloft) since 2010. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced rash ("rashes"), pruritus ("itching"), pain ("sores") and hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), painful intercourse ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), irritable bowel syndrome ("ibs"), major depression ("clinical depression"), back pain ("lower back pain"), neck pain ("neck pain") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge and alopecia had resolved, the bipolar disorder, menstrual disorder, dyspareunia, female sexual dysfunction, dysmenorrhoea, fatigue, irritable bowel syndrome, migraine, headache, major depression, weight increased, back pain, neck pain, mood swings, abdominal distension, insomnia, rash, pruritus, pain and hypersensitivity outcome was unknown and the painful intercourse was resolving. The reporter considered abdominal distension, alopecia, back pain, bipolar disorder, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hypersensitivity, insomnia, irritable bowel syndrome, major depression, menorrhagia, menstrual disorder, migraine, mood swings, neck pain, pain, painful intercourse, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and dyspareunia to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occluded left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pain, dysmenorrhea, back pain, headache, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.